Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and evaluated by a third party service center. The internal part of the device was inspected visually and found evidence of visible foam degradation. Cracks on top of the device was found and replaced during device evaluation. The device's software has been upgraded and the device passed the final test.